Event description:
It was reported that a wireless battery module would not connect to the facility's server. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless battery module was returned and evaluated by baxter. Eval was able to reproduce the reported symptom. Eval found the module to failed performance and inspection testing due to a failure on the radio printed circuit board, rendering the module not repairable. The module was determined to not be operating within specification in relation to the reported symptoms. The module was retired from service.